Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
The device has been explanted and replaced. Healthcare professional noted, a "hole in valve".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/ valve leak an/or damage : observed partial delamination of valve assessed as adhesive failure. Additional observations: ¿ crease flat observed on the device. ¿ wear abrasion observed on the device.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced. Healthcare professional noted a "hole in valve."